Manufacturer narrative:
Product analysis: analysis was unable to confirm the reported intermittent stylus function. However, analysis was able to confirm the reported ethernet connection port issue. There was a foreign object in the connector that allowed the ethernet cable to be pulled out easily. The computing platform was replaced and the stylus was recalibrated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer ethernet connection port would not hold the ethernet cable securely causing the session sync to work intermittently. Also, the touch screen was not working consistently. The programmer was returned for service. There was no patient involvement.